Event description:
This event occurred under the deep brain stimulation (dbs) for patients with chronic neuropathic pain clinical trials run at (B)(6). (B)(6) is a patient enrolled in the trail since (B)(6) 2018. She is currently in phase 2 of the study, undergoing optimization of stimulation parameters in the ambulatory setting. She has been receiving various stimulation protocols at home since 2018, without adverse events. She recently took a trip to (B)(6) and returned to (B)(6) in her usual state of health. The next day, she changed stimulation programs on her device as instructed, to program c. Approximately 50 hours later, the patient said she sat up in bed and fell off the edge of her bed, hitting her back on the nightstand and landing on her buttocks. She does not think she hit her head and there was no loss consciousness. The following day she took more opioid medication than usual because of rib pain from her fall. Her husband relates that (B)(6) was confused, repeated phrases more than usual, sleepier and not as attentive when her name was called. She had full strength and was able to ambulate as usual. She was advised to turn off stimulation, which husband did, and go to the emergency room. In the ed, she was evaluated by neurology, and CT brain/c spine was without any acute change. She was complaining of headache and neck pain, but was fully oriented to place time without new focal deficits. Laboratory test (cbc, cmp) including urine were unremarkable, but she left the ed before she could get a eeg to evaluate for seizures because her husband felt that she was improving a bit. Neurology impression was that this was unlikely a seizure, but most likely concussive from the fall, or possibly related to change in dbs settings. She was then instructed to capture neural recordings on her device by remote trigger to evaluate for abnormal activity. She continued to recover over the next day and returned to mental baseline within 1-2 days. We analyzed the recorded intracranial eeg signals with the aid of an experienced epilepsy trained neurologist at ucsf. Recordings on the day of ed visit did not show any epileptiform activity or patterns concerning for seizures. There was only non-specific of the recordings which could be attributed to metabolic causes, sleepiness, concussion or possibly medication effects.